Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable antibodies to toxoplasma gondii igg (toxo igg) and igm (toxo igm) results for one patient. Of the data provided only the results, for toxo igg results were a reportable malfunction. The initial result was 0.130 coi (negative). As the result for a new sample from the patient on (B)(6) 2015 was 20.02 coi (positive), the sample from (B)(6) 2014 was repeated on an abbott architect analyzer on (B)(6) /2015. The result was 3.1 ui/ml (positive). The sample was also repeated on a cobas 6000 analyzer on (B)(6) 2015 and the result was 0.130 coi (negative). The erroneous result was reported outside the laboratory. The treatment of the patient was delayed for two months. There was no adverse event reported. The toxo igg reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
As the samples in question were not available for investigation, a specific root cause could not be identified. The provided results indicated a seroconversion in toxoplasmosis infection for the patient. Review of the provided calibration and qc data showed results were within the expected ranges.